Manufacturer narrative:
Three opened probes were received with tip protectors, in a tray with other items, for the report. Sample #1 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality was unable to be tested due to the actuation failure. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at one location along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. Sample #2 was visually inspected and found to be non-conforming with dried white and orange/brown foreign material covering the port. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality was unable to be tested due to the actuation failure. The needle was observed to move when the pedal was pressed for testing. Sample #2 was then disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance was observed when removing the cutter from the needle. Gouge marks were observed at the cutting edge of the inner cutter and one other location along the inner cutter. Sample #3 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality was unable to be tested due to the actuation failure. The needle was observed to move when the pedal was pressed for testing. Sample #3 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The needle pulled out of the needle holder. Gouge marks were observed at one location along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that all three samples had actuation failures. The cut functionality was unable to be tested for all three samples due to the actuation failures. The exact cause of the actuation failure for sample #1 cannot be determined from the evaluation performed. The root cause for the actuation failure in sample #2 is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The cause of the actuation failure for sample #3 is the separation of components within the probe. It appears that during use the adhesive bond failed causing the needle to detach from the coupling. The exact root cause of the needle detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. The reported event could not be confirmed in either of the three samples. The exact root cause of the actuation failure is sample #1 could not be determined, it appears that the observed actuation failure in sample #2 was due to excessive use of the probe by the user, and a non-conformance investigation has been completed associated with the needle detachment in sample #3. Therefore, no additional action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut with normal aspiration during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.